Manufacturer narrative:
It is unknown which of the following screws described below broke during this event and was removed.brand name model # lot code expiration date manufacture date2.3mm x 16mm locking cortical screw co-t2316 w71038 n/a - non sterile 11/11/20082.3mm x 18mm locking cortical screw co-t2318 w70512 n/a - non sterile 10/28/20082.3mm x 20mm locking cortical screw co-t2320 w70430 n/a - non sterile 10/31/20082.3mm x 22mm locking cortical screw co-t2322 w70431 n/a - non sterile 10/21/2008 2.3mm x 24mm locking cortical screw co-t2324 w68399 n/a - non sterile 08/20/20082.3mm x 24mm non-toggling cortical screw co-n2324 w70143 n/a - non sterile 10/20/2008

Event description:
Approximately 15 months post placement of callos 3cc inject, the callos was observed to be fragmented and hard. There was a non-union of the bone and the two most distal ulnar screws were broken at the interface between the bone and the acumed vdr plate. The surgeon had to remove all hardware and the callos. The hardware was replaced with a new plate and an iliac bone graft.other medical device reports related to this event are listed below:3025141-2010-000093025141-2010-000103025141-2010-000113025141-2010-00013.

Event description:
It was reported that during a lobectomy procedure, the first firing of the stapler, placed across lung and jammed. It would not fire. Caused bleeding and damage to the lung. The surgeon had to put another stapler across to re staple. Patient was bleeding post operative. Another like device was used to complete the procedure. Surgery was prolonged thirty minutes. The patient had post operative bleeding from the staple line on the lung tissue. They lost 1.5 litres of blood and had to go back to theatres to reinforce the staple line. The surgeon mentioned that ¿the procedure which is usually a very simple case was made complicated due to the failure of the mechanical stapler¿. The patient has stabilized and is still in hospital.